Event description:
We received a report that a tecnis toric intraocular lens (iol) is sitting too high in the capsular bag causing the patient blurry, distorted vision. The axis orientation is ok. The patient reports his vision is similar to what it was before cataract surgery. During the cataract surgery endoscopic cyclophotocoagulation was also performed.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.